Manufacturer narrative:
(B)(4). A photograph was received. Based on the photographic evidence of the subject pse60a device, utilizing a green cartridge, unformed staples can be confirmed, however, the photograph does not provide evidence relative to what may have caused the issue. The analysis found that one pse60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the second firing with a green cartridge unformed staples were found on the patient side. Peri-strips were being used. No other color cartridge was used prior to using a green cartridge. No unexpected noise or unusual forces were noticed when firing the device. The area was over-sewn and another device of the same product code was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).